Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the coating peeling at the insertion site could not be determined, however, the issue was likely the result of damage caused by cleaning agents and long soaking time during reprocessing. Additionally, the root cause of the peeling of the bending rubber adhesive issue could was likely the result of physical stress. The event can be detected/prevented by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ¿important information ¿ please read before use¿. ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. ¿reprocesing manual_ general policy:¿ ¿precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the tracheal intubation fiberscope angulation does not work. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. It was indicated there was a delay to the intubation and to the start of the surgery due to the reported issue. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the connecting tube was deteriorated. Additionally, it was observed that there was missing glue on the thread around the bending section cover which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation wires were broken in both directions. Upon further inspection, it was observed that the coating of the connecting tube was deteriorated. Additionally, it was observed that there was missing glue on the thread around the bending section cover. These findings were likely attributed to steps take during reprocessing of the device, such as: the cleaning agent dosage may have been too high, or perhaps extended soaking was longer than the recommended duration. It was also observed that water tightness was lost due to leakage in area of the suction cylinder and in the bending cover zone. It was observed that the connecting tube was crushed under the protector. It was also observed that the scope body was broken in the control unit. Lastly, it was observed that there were spider webs (breaks) in the image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.